Manufacturer narrative:
P-cap/reservoir locked properly in place. Pump received with cracked lcd glass. Pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. (B)(4).

Event description:
Information received by medtronic indicated that cracked on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.